Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet was stuck and failed to be advanced on the left ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. A complete lead was returned in one piece, as received. The inner coil was found to be offset at the s-curve region during x-ray inspection of the lead, which was consistent with procedural damage. The stylet insertion/removal test was not performed due to the damaged inner coil, as received. The cause of the reported event was determined to be the damaged inner coil.